Manufacturer narrative:
An event of valvular insufficiency was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, a trifecta valve was selected for implant. Two years post-procedure, the patient presented with valvular insufficiency. Additional information has been requested but not yet received.